Event description:
A pt delivered prematurely with sepsis requiring central line placement. When nurse attempted to test flush the line prior to insertion one port would not flush. Catheter tubing was replaced with tubing that flushed from all ports. No pt harm.

Manufacturer narrative:
This device issue was not reported to vygon by the customer, instead, it was found during a review of FDA's maude database. The corresponding report number is 5038183. The device was not returned to vygon, but the info will be sent to vygon (B)(4) for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.